Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the moving parts of the trigger not moving smoothly, the sticky trigger and the device generating heat, identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by netherlands that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the battery reamer/drill device and the trigger was sticky. It was further observed that the device generated heat and had contact and component damage. It was determined that the mode switch resistance was too high, and the device had corrosion/rusting/pitting. It was further determined that the device failed pretest for general condition, check for sticky trigger and mode switch-test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.